Manufacturer narrative:
Failure analysis noted that the insulin pump alarmed button error and had no button response due to moisture damage on the keypad trace. They were unable to verify the compromised force sensor system alarm and perform the displacement test due to the keypad anomaly. There was no moisture damage found on the electronic assembly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 300 mg/dl at the time of incident. The customer treated with a manual injection. The customer received a compromised force sensor system alarm the week before while priming. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.